Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received insulin flow block alarm. The customer was assisted with troubleshooting for insulin flow block alarm. Customer stated that they performed displacement test and insulin pump did not pass it. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Unable to perform the displacement test, prime or seating test, basic occlusion test, force sensor test and delivery accuracy test or confirm displacement anomaly due to corroded home switch.